Event description:
The following has been reported: the pump indicates error 35 (motor period issue). Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device history log was reviewed and reported event was confirmed. "The reported device was received in brézins for investigation. Nothing was noticed during external visual check. During the review of the logs, it was shown that an infusion of 111.11ml/h in ramp mode was stopped by an error 35 (sub0400). Tests in the same conditions were reproduced, but no error triggered. However, the quality control was not compliant for air detection (not link to this complaint) and flowrate. Internal check found that signs of infiltration, but the motor hasn't visual damage. Therefore, the reported event is confirmed and the root cause is likely due to a defective motor. It's advisable to change the motor, the air sensor and to perform a complete calibration and the preventive maintenance also. To our knowledge this complaint is not being related to patient safety. This complaint was added in our trend for statistical follow up" this complaint is considered as valid, the trend is normal , the reported risk is lower, compared to the estimated risk. For this issue as per our local procedure, we initiated no action.